Event description:
The suspect device showed variation in test results when compared with the lab. The following test results were reported. Inratio = 4.8, lab 6.3, a new strip lot was sent to the patient for correction studies. Further eval to be performed.